Manufacturer narrative:
(B)(4). MFR site name: atek medical. (B)(4).

Event description:
It was reported that the bottom seal of the package was not sealed. While unpacking and storing a 6f runway jl guide catheter, it was noted that the inner plastic package was not sealed and the product was no longer sterile. No patient involved.

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of a 6f runway guide catheter inside an opened mach1 product pouch. The product pouch was received folded up and damaged. The guide catheter within the pouch revealed two shaft kinks, which corresponded with the damage to the packaging. Inspection of the packaging revealed that both the bottom seal of the product pouch was open. There was no evidence of any heat transfer or tyvek on the poly at the bottom of the product pouch. The evidence is conclusive that the pouch was not sealed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause has been determined to be related to a supplier manufacturing issue. (B)(4).

Event description:
It was reported that the bottom seal of the package was not sealed. While unpacking and storing a 6f runway jl guide catheter, it was noted that the inner plastic package was not sealed and the product was no longer sterile. No patient involved.